Event description:
The customer reported that a freedom driver exhibited a temperature alarm while using six freedom onboard batteries. This is MFR report 6 of 6. See MFR reports: 3003761017-2014-00195, 00196, 00197, 00198 and 00199. The customer reported that the pt was given a new onboard battery and it was replaced without adverse pt impact. The freedom driver continued to function as intended. This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.